Event description:
(B)(4). I became pregnant 6 months after implantation. I have had removal of one implant that migrated to the outside of my uterus. I also had a bowel adhesion. I have ongoing body aches and pains, unexplained pancreas issues, increased allergies, belly bloat.